Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimation date is between on (B)(6) 2022 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu150 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of patient being unhappy with outcome; residual myopia, blurry distance vision but can see better at near vision, and very light sensitive. The replacement lens was the same model with a different diopter size, diu150 20.5 diopter iol. The explanted iol is not available for return as it was discarded. Patient outcome post-lens exchange is unknown. No further information is available.